Manufacturer narrative:
This report is submitted on jun 6, 2023.

Event description:
Per the surgeon, the abutment fell out. The patient experienced an infection at the abutment site that was treated with oral and topical antibiotics. The abutment was replaced.